Event description:
(B) (6). I am enclosing an article published an imaging economics. If the government is serious about getting a handle on radiation exposure, those people who use the CT scanners, fluoro equipment, and nuclear medicine equipment need to be properly trained and licensed. Your hair dresser must have a license to cut your hair. Anyone off the street can be brought into a medical office, given a few minutes orientation, can and do expose you to radiation. This is nuts. We have been arguing for 40 years to have some required standards of training and licensure for these people. The hospital associations, the dentists, and physicians, and even the radiologists have opposed these measures because they do not want to pay educated people a decent salary to perform these exams. (B) (4).